Event description:
It was reported to philips that despite command, the allura device would not initiate fluoroscopy. The device was inside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirms that fluoroscopy comes out temporarily. Review of log files shows that the frontal fluoroscopy command was entered for a certain period, so subsequent fluoroscopy commands were disable. Rse resolved the issue by releasing the frontal fluoroscopy commands. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.